Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as the lifevest digging into her skin. The patient's nurse applied an ointment to the affected area. Follow-up indicated that the irritation improved after temporarily removing the lifevest.